Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the pre-filled syringe leaking at the thread. The user tried to stop the injection from leaking further by tightening the needle more firmly then the connecting part between the needle and syringe had subsequently broken off.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no safety needles or photos provided for analysis. Based on the available information, the reported issue could not be observed, and an exact root cause was not determined. All information received will be used for further tracking and trending purposes and we will continue to monitor.

Manufacturer narrative:
The device history record (DHR) for lot 004115 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One safety needle was returned for evaluation, and the hub was observed to be cracked/broken which may cause leaking to occur if it was present at the time of usage. Based on the available information, a definitive root cause cannot be determined. However, the hub molds are in the process of transitioning to align with the latest iso 80369-7 revision, which should improve the occurrence of cracking hubs as the minor changes improve the hub to syringe interface. We will continue to monitor related reports to determine if additional actions are necessary.